Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance, and the caller successfully performed a pump reset, resolving the issue without further errors, allowing the sensor session to start successfully.